Manufacturer narrative:
Corrected data: d4- model#: vticm5_12.6 should be corrected to vticm5_13.2. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity & race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -13.0/4.5/103 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2022. On (B)(6)2022, the lens was removed and in a subsequent surgery later that day, a longer length lens was implanted due to excessive vault and significant reduction of iriocorneal angles. Reportedly, "significant lens vault." The problem was resolved. Cause is reported was the device.